Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported having a syncopal episode. The local boston scientific field representatives did not have any additional information regarding the clinical observations. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.